Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that infection was observed on the implantable pulse generator (ipg) site. The infection was being treated with intravenous antibiotics. The culture tests results were negative however the physician observed white, foam drainage around the incision site which appeared normal. Device system was explanted. Patient was stable.